Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: the complaint could not be duplicated with investigation. The vibratory alert functioned per specification. Unrelated to the complaint, the battery cap threads were damaged and could not secure properly top the pump. A test cap was able to secure properly to the pump. A battery compartment crack was observed. No moisture was observed within the battery compartment or on the pump¿s internal components. The display was found to be dim and discolored. All deliveries performed during investigation were recorded accurately in the pump¿s history.